Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney alleges patient had mesh implanted to repair ventral hernia with "bowel perforations and other injuries sustained as a result."